Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter is confirmed and appears to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed a large amount of blood residue on and within the returned sample. Blood residue was observed on the distal tip of the catheter. An attempt was made to flush both lumens of the returned sample and both lumens were found to be partially occluded. Biological residue was found to be dislodged when the catheter was flushed and aspirated. A microscopic observation revealed blood residue within both lumens at the distal end of the catheter. The product IFU contains suggested catheter maintenance procedures. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2020, the powerpicc was placed in the patient and continuous administration of tpn was started at a flow rate of 70-80ml/h. On (B)(6) 2020, blood return was attempted to be confirmed because an alarm of the pump to notify catheter occlusion sounded. However, blood could not be aspirated in the lumen that had been infused with tpn. Since another lumen could be aspirated, continuous administration of tpn was resumed through another lumen of the catheter. On (B)(6) 2020, the catheter was removed because an alarm of the pump to notify catheter occlusion sounded again. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2020, the powerpicc was placed in the patient and continuous administration of tpn was started at a flow rate of 70-80ml/h. On (B)(6) 2020, blood return was attempted to be confirmed because an alarm of the pump to notify catheter occlusion sounded. However, blood could not be aspirated in the lumen that had been infused with tpn. Since another lumen could be aspirated, continuous administration of tpn was resumed through another lumen of the catheter. On (B)(6) 2020, the catheter was removed because an alarm of the pump to notify catheter occlusion sounded again. There was no reported patient injury.